Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, seroma.

Event description:
Patient representative reported "plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, scarring and disfigurement. Plaintiff experienced breast swelling, asymmetry, breast pain, heat sensations, rashes or itching, capsular contracture, mass under the arm or breast, nausea, chronic headaches, chronic gastrointestinal upset, and significant weight loss or gain. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life and depression; and other physical and emotional manifestations that are severe and ongoing. Plaintiff has not been diagnosed with bia-alcl." This is for the right side. The device has been explanted.